Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned to the biomedical department with an unsigned note that stated "bolus cord doesn't work". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.